Manufacturer narrative:
H.6. Type of investigation code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® conformable aaa endoprosthesis may include, but are not limited to, device migration, endoleak, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses. After all devices were implanted, a digital substraction angiography (dsa) revealed a minor type I endoleak and migration of the trunk ipsilateral leg distally (about 5mm). A touch-up ballooning was performed again to the proximal side. Then, the endoleak was resolved. On (B)(6) 2023, a reintervention was performed because a proximal type I endoleak was suspected. An angiography didn¿t reveal an obvious type I endoleak, but a gore® excluder® aaa endoprosthesis (aortic extender endoprosthesis) was implanted proximally. After the device was implanted, a dsa observed no endoleak. The procedure was concluded. The physician stated that the initial evar was completed without any issues but the reintervention was performed because the trunk ipsilateral leg moved distally during the initial evar and proximal type I endoleak was a concern. He also said that the aortic extender was implanted successfully.